Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the device not working and the cuff not coapting. The physician determined that there was fluid loss from the device in an unknown location due to the balloon having little fluid in it. A new aus cuff and balloon were implanted and the original pump was retained. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the device not working and the cuff not coapting. The physician determined that there was fluid loss from the device in an unknown location due to the balloon having little fluid in it. A new aus cuff and balloon were implanted and the original pump was retained. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Updated d4 model number, d4 lot number, d4 catalog number, d4 expiration date, and d4 unique identifier.